Event description:
It was reported that the caregiver of an ilet user entered a ghost meal announcement for boulus despite no food intake. The agent provided education to discontinue ghost announcements and avoid using meal entries as corrections due to maladaptation risk. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving using meal announcement to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.